Event description:
The customer reported that her blood glucose was 47 mg/dl. She treated with food. Troubleshooting was performed. There were no issues found with the customer's priming technique. Programming, history, and settings were found to be correct. The reservoir was show the same amount of insulin as was shown on the status screen. The insulin pump had not been exposed to a magnetic resonance imaging machine. The customer stated she would only deliver a bolus if her blood glucose was high and that she was not eating enough carbohydrates to ever bolus for it and usually works them off. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).